Event description:
It was reported that 2 smartsite needle-free connectors had flow issues while infusing IV fluids and medication. The following information was provided by the initial reporter: "we are once again having ongoing problems with the reliability and quality of 2000e-04 bd smartsite connector ¿ the connectors are not engaging to allow IV fluids and medications to be administered."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20106406, d.4. Medical device expiration date: 10/30/2023, h.4. Device manufacture date: 10/30/2020, d.4. Medical device lot #: 20115184, d.4. Medical device expiration date: 11/2/2020, h.4. Device manufacture date: 11/2/2023. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/1/2021. H.6. Investigation: three 2000e-04 samples were received without packaging for investigation; a review of the laser ID from the smartsite components confirmed a possible lot number to be either 20106406 or 20115184. No residual fluid was identified in the samples. In addition, one 5ml bd luer slip syringe was received in open packaging to assist the investigation; no fluid was present in the syringe. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting a retained 50ml bd plastipak syringe from bd stock, as well as a returned 5ml luer slip syringe to the smartsite components; in each instance no flow restrictions or occlusions were identified. No significant flash or raised edge was identified on the tip of the returned syringe. A review of the production records for lot 20106406 and 20115184 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 smartsite needle-free connectors had flow issues while infusing IV fluids and medication. The following information was provided by the initial reporter: "we are once again having ongoing problems with the reliability and quality of 2000e-04 bd smartsite connector ¿ the connectors are not engaging to allow IV fluids and medications to be administered."